Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown as no issue was detected with the air sensor. As a result, the pump was calibrated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that during delivery test, when the pump was set to deliver 20ml, it delivers around 18.3ml-18.5ml. According to the service manual, it should be below 6% as range of tolerance, and with 18.5ml, it¿s just above that range. Customer also stated that when selected ¿air in line detection¿ high or low, it would alarm even with no air inside the tubing. There was no patient involvement, and no patient harm/adverse event reported.